Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results were within range. No indication of a reagent issue was evident. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. Additional information was not available for further investigation.

Event description:
The customer alleged they received a question able hcgb+b result for one patient on their e170 analyzer. The customer stated the patient's initial sample was aliquoted by their modular pre analytics device. The initial hcg+b result was negative with a value of 0.100 miu/ml accompanied by a data flag and it was reported outside the laboratory. This sample was not repeated. The patient was in a fertility program and taking the drug provera every month. The patient was to stop taking provera upon becoming pregnant. On (B)(6) 2012, the patient had another sample drawn and the hcg+b result was 12,962 miu/ml. The patient had an ultrasound on (B)(6) 2012, that confirmed the patient was six weeks and three days pregnant. Therefore, the patient had continued to take the provera after the initial result hcgb+b result of 0.100miu/ml. The customer stated that it was reported to her that on (B)(6) 2012, the baby no longer had a heartbeat. The patient went in for a dilation and curettage that same night to remove the fetus. Genetic testing was performed that could not determine that the miscarriage was a result of the medication. The genetic testing was all normal. There are two large controlled prospective studies that find that provera given during pregnancy has no teratogenic effects: "medroxyprogesterone acetate therapy in early pregnancy has no apparent fetal effects". Teratology. 1988 aug;38(2):135-44 and "teratogenicity of progestogens given during the first trimester of pregnancy". Obstetrics & gynecology. 1985 jun; 65(6): 775-80. There is no medical evidence that the erroneous result and the continued use of provera were responsible for the fetal death. The precautions section of the physician's prescribing information for provera indicates there may be an increased risk of minor birth defects in children whose mothers are exposed to progestins during the first trimester of pregnancy. The contraindications section states provera should not be used in women who are known or suspected of being pregnant. The physician's prescribing information does not discuss the risk of miscarriage when taking provera. The customer declined a service visit. The hcg+b reagent lot number was 16494803 with an expiration date of 01/31/2013. The customer stated they will not provide any additional information regarding this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.